Manufacturer narrative:
(B)(4). One (1) expedium single innie quick-connect poly driver [product code: 2797-12-400, lot no: mi39909] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During this l5-s1 tlif, the surgeon was inserting his right l5 screw with the expedium poly driver (2797-12-400 lot#mi39909) when he heard something snap. He toggled the handle and the screw wouldn't budge in or out. He took the driver off and noticed the tip of the poly driver snapped off. The patient had some dense bone and could have been the cause of the increased torque on the driver. The broken tip was removed from the screw head and placed on the back table. The driver was placed on the back table and unused for the remainder of the case. The patient was unharmed through the incident and the procedure finished successfully.